Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl. Cts decided to replace the malfunctioning pump, confirmed the customer's shipping address, and instructed the customer to return the problematic pump using a pre-paid label within 10 days. The customer will use a backup insulin pump in the meantime and was advised on the steps to take upon receiving the replacement pump.